Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided. They show the same syringe with rubber stopper and plunger rod. It has the plunger rod not assembled to the rubber stopper. It could have happened that the stopper and plunger rod were not perfectly centered when they were to be assembled leaving the plunger rod not fully assembled to the rubber stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9009885 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 60ml ll experienced a loose stopper. Product defect was noted during use. The following information was provided by the initial reporter: the customer stated that when pulling the plunger the rubber had come loose. The syringe was not used to aspirate medicine.